Event description:
It was reported that patient underwent humeral repair procedure on (B)(6) 2012. Subsequently, radiographs revealed the end cap came loose from the nail and remains in the patient's shoulder. A revision procedure has not been performed to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.